Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure free today, had my surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure free today, had my surgery') and autoimmune disorder ('I developed a autoimmune problem 3 years ago') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Concerning the injuries reported in this case, the following ones were reported via social media: autoimmune disorders quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event I developed a autoimmune problem 3 years ago added. Incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure free today, had my surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure free today, had my surgery') and autoimmune disorder ('I developed a autoimmune problem 3 years ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune disorder (seriousness criterion medically significant) and was found to have weight decreased ("I was 128 and went down to 102 without explanation"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, autoimmune disorder and weight decreased outcome was unknown. The reporter considered autoimmune disorder, medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Pfs received. New events added: weight loss. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.